Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to diabetic ketoacidosis and a blood glucose level of 412 mg/dl. The customer was treated with intravenous saline and insulin to resolve the issue. The customer was discharged on (B)(6) 2022 with no permanent damage. Reportedly, the pump was intermittently not vibrating for alerts/alarms and the pump software was suspending insulin delivery inappropriately. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.